Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery contacts are compressed and lcd (liquid crystal display) is bleeding. Analysis also found one side bail cover, upper case, lower case, and ring cover are broken. One side bail and one side bail cover are missing. Battery drawer broken (cover broken off and missing). Battery release, lead flex cover, and keyboard pad are contaminated. (B)(4).

Event description:
It was reported the epg (external pulse generator ) was dropped and the hinge, hinge cover, and battery door are missing. The epg was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.